Manufacturer narrative:
No conclusion code available. As received, the device was unable to communicate with the programmer. Visual inspection revealed no anomalies. The device was cut open to evaluate the battery. Battery voltage had reached normal elective replacement indicator (eri). Testing performed with new battery verified device functionality under normal conditions, as all test results were normal. A longevity assessment was performed, device was implanted for 12.33 years, which exceeded the device¿s 9.25 year projected longevity and considered normal battery depletion. Additional testing was performed to verify functionality of the telemetry in field conditions by reducing the battery level. Test results indicated loss of telemetry at eri battery levels. The integrated circuit component of the device was the cause of the telemetry issue.

Event description:
During a follow-up, the device could not be interrogated. The patient was hospitalized, and the device was explanted and replaced. The patient was stable with no adverse consequences.